Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white male had impella cp pump inserted in the right femoral. Then unable to doppler distal pulse on the right leg so antegrade sheath was placed in the right femoral artery (rfa) to aid in perfusion to the impella leg, the patient did have vein harvested from that leg earlier in the day, the leg was wrapped with an ace wrap, initially no pulses were dopplerable but after 6fr antegrade sheath placed to rfa the patient¿s pulses were dopplerable, dorsalis pedis (dp) absent. The patient had ischemia and as a result the patient¿s leg was removed a couple days after impella was explanted.